Event description:
It was reported that towards the end of a case the device displayed a vent fail message/alarm. No patient injury reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Manufacturer narrative:
Initially two events of ventilator failure were reported. The investigations were performed separately in two pr cases. ((B)(4)). The provided log file showed for the date of the second ventilator failure entries for persistent excessive piston motor current. The replaced ventilator motor was returned to the manufacturer site in lübeck and was tested. It passed the endurance test and the motor showed no suspicious behavior. The parts which were replaced in consequence of the first occurrence were not available for investigation and the provided log file did not show the entire day on which the first occurrence was reported. Therefore an expedient log file analysis was not possible. As the failure could not be reproduced and additional information/parts are missing no detailed root cause for the reported event could be determined. In the case automatic ventilation shuts down the alarm ventilator fail will be given. The user can switch to manual ventilation as described in the instructions for use.

Event description:
It was reported that towards the end of a case the device displayed a vent fail message/alarm. No patient injury reported.